Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision surgery with implantation of a 250cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient experienced many symptoms. Symptoms include; chronic nausea, fatigue, major cognitive issues, memory issues, suicidal thoughts, shooting pain in the chest area, weakness, red spots, inflammation throughout the body, painful organs, immune problems, sleep issues, bad anxiety, depression, balance issues, eye issues, gastrointestinal issues, acid reflex, is bed ridden, silicone toxicity syndrome, night sweats, bruises easy, pain sensitivity syndrome, lymph nodes under the arms are in pain and parts or the back, back issues, blotches all over the legs, heart palpitations, dizziness, panic attacks, hair loss, acne, pancreatitis, ear ringing, headaches all the time, low libido, dry eyes, eye styes, weight problems, loss of appetite, numbness and tingling on the fingers/arms, tightness in the chest, short of breath, hard time swallowing, gets cold very easily, chills after having sweats, hot and cold sensitivity, hard time focusing, frequent urination, chronic yeast infections, sensitivity to light and sound, blood is acidic, high blood pressure, mood issues, insomnia, irritable bowel syndrome, and chronic sinus infections. Results of tests performed are as follows; abnormal brain scans and electrocardiograms, pancreatic and blood panels are abnormal, breast tissue test was inconclusive, and hair follicles were tested with the silicone marker resulting as the highest. Furthermore, the patient has stated that they have been suffering from fibromyalgia. The root cause of the patient¿s symptoms is unclear. A consult with a medical professional occurred. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from binita ashar, m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-04105 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).